Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the previous check two months ago, this pacemaker showed less than six months remaining longevity with a magnet rate of 100 pulses per minute (ppm). During the recent check, the device showed one and a half years with a magnet rate of 90 pulses per minute (ppm). Additional information indicated that there was no allegation after running all tests and plans to see the patient every two months. The device remains in service. No adverse patient effects were reported.